Manufacturer narrative:
H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a retracta detachable embolization coil failed to detach during an iliac branch device placement procedure for an unknown patient. The target left internal iliac aneurysm was initially approached via an up-and-over technique; however, the patient's tortuous anatomy prevented access. The aneurysm was subsequently cannulated using another manufacturer's 4 french catheter and guidewire via the ipsilateral common femoral artery. The catheter was flushed prior to coil deployment; however, the coil was not flushed. The loading cannula was attached to the catheter hub in accordance with the instructions for use (IFU). After the coil was introduced into the catheter and the loading cannula was removed from the hub while maintaining control of the delivery wire, advancement of the coil through the catheter resulted in significant buckling. Approximately half of the coil was advanced beyond the distal tip of the catheter; however, significant resistance was encountered. During an attempt to retract the coil into the catheter, the coil separated from the delivery wire despite no counterclockwise rotations having been performed to intentionally detach the coil. The separated coil was successfully retrieved from the aneurysm. No other embolic devices had been used prior to introduction of the first retracta coil. A second retracta coil from the same lot was subsequently used; however, similar resistance was encountered during advancement through the catheter, and the coil failed to detach from the delivery wire. The procedure was successfully completed using four cook nester embolization coils and three coils from another manufacturer delivered through a different manufacturer's catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The first coil that experienced premature deployment is reported under patient identifier (B)(6). This report captures the second coil that failed to detach from the delivery wire.